Event description:
The surgeon attempted to insert a lens in the pt's eye. The lens was damaged upon insertion and removed without pt injury. The pt's best-corrected visual acuity post-op was 20/40-1.